Event description:
It was reported that a dissection occurred. This 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat a lesion in the middle superficial femoral artery (sfa). A guidewire and non-boston scientific embolization protection device were inserted, then multiple atherectomy passes were performed with this jetstream catheter from the sfa to the popliteal artery. Subsequently a flow limiting dissection occurred at the level of the middle sfa. The perforation was treated with a bsc drug coated balloon and placement of a non-bsc stent. The patient fully recovered and was in stable condition post procedure.